Event description:
Intermittent catheter patient (user) reported he experienced a urinary tract infection (uti) and the catheter felt different after using the catheter packaged with the catheter insertion kit (gloves, bzk wipe, collection bag, underpad).